Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2018-04-30 UDI #:(B)(4) mfg date:2017-04-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited power switching at greater than twenty five percent capacity. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Battery (B)(4) was submitted under incorrect serial number. (B)(4) is correct. Additional products: battery (B)(4). Medical device: expiration date: 2018/04/30. Device available for evaluation: yes, return date: 2018-04-27. Device evaluated by manufacturer: yes. Device mfg date: 2017-04-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events near the reported event date. As a result, the reported event was not confirmed. Battery (B)(4). Medical device: expiration date: 2018-04-30. UDI #: (B)(4). Device available for evaluation: no device: mfg date:2017-04-30. If information is provided in the future, a supplemental report will be issued.